Manufacturer narrative:
Before using an emerald diagnostic guidewire in a procedure, the operator found it kinked and elected not to use the wire. No unusual storage or handling was reported. Analysis of the returned product confirmed numerous bends/kinks present on the guidewire. No fracture is evident on specimen but there is scraped ptfe coating present over the distal 6.25cm. As received, the specimen wire dose not present any obvious indications of manufacturing defects or anomalies. Except where noted, the specimen wire appears to be visually and dimensionally correct. The joints appear to be intact during visual inspection at 18" and at 20x magnified as well as by non-destructive pull test. Finger-straightenability of the specimen wire is not compromised by the bend damage. The location and nature of the bend damage is such that, had it been pre-existing in the packaged state, ther is no reason to completely remove the device more than 5cm from the dispenser assembly. The distal end of the j-straightener presents microscopic indications of slight damage/distortion. The damage appears consistent with having been incurred after removal from the protective dispenser assembly, possibly during an attempt to introduce the specimen wire clinically. The complaint was confirmed. With the available information, device handling may have contributed to the event. These observations and suppositions are based on the evidence presented by the sample article and the supporting documentation.

Event description:
The report received indicated that when the primary package of the diagnostic guidewire was opened, there was a kink at the distal 3 cm. There were no attempts to use the device in the pt. The product was returned for evaluation; however, visual analysis identified scraped polytetrafluoroethylene (ptfe) coating over the distal 6.25cm.